Event description:
It was reported that the patient went home after implantation and had a loss of pacing. It was noted that the pacemaker was not interrogated before the patient left the hospital. About a month later, the lead was put back in place, as it had dislodged, but again the lead did not pace. The lead was explanted and replaced. No patient complications have been reported as a result of this event.